Event description:
It was reported that patient underwent primary hip procedure on an unknown date. Surgeon is proposing revision surgery due to pain and test results indicating elevated metal ions. No revision surgery has been performed to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Implant date - unknown. Device manufacture date - unknown.